Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with 7300tfx29 valve implanted in mitral position underwent a valve-in-valve procedure after an implant duration of nine (9) years and four (4) months due to calcific degeneration leading to severe stenosis and trace regurgitation. The patient presented with dyspnea on exertion and chest pain. A 29mm transcatheter valve was implanted within the edwards surgical device. Patient was doing well and was discharged home.

Manufacturer narrative:
Added information to section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformances were identified. The device was not returned to edwards lifesciences for further investigation, as the valve remains implanted, and no medical records or images were provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.